Manufacturer narrative:
Baxter's product analysis lab received one transfer set for analysis. A visual inspection revealed the spike of the transfer set was broken at the bottom of the spike.

Event description:
A spike of a transfer set was broken during use after 7 months in place. No pt injury or medical intervention was associated with this complaint.